Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided.

Event description:
Material no.: 515202. Batch no.: unknown. It was reported that during use the bd connector luer lock c45 connectors are coming off of the injectors. The following information was provided by the initial reporter: we are having some problems with patients on continuous infusions with phaseal coming disconnected.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 515202 batch no.: unknown. It was reported that during use the bd connector luer lock c45 connectors are coming off of the injectors. The following information was provided by the initial reporter: we are having some problems with patients on continuous infusions with phaseal coming disconnected.